Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Blood pressure decreased while the patient was completing hemostasis after the procedure. As cardiac tamponade was suspected, drainage was performed immediately. Drainage was performed (about 200 ml). The hemorrhage stopped, and the patient's condition recovered. We decided to see how things go in the critical care unit. There is no information about the hospitalization. The physician commented that after the rvot ablation, waiting was performed once, and then exit was changed. When the right ventricular outflow tract - (rvot) was additionally ablated again, the cardiac tamponade might have occurred with the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 10-aug-2021. The patient¿s gender is female. The tamponade was confirmed. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. After ablation of the rvot, additional ablation of the rvot was performed conducted, and cardiac tamponade might have occurred with the ablation catheter. Cardiac drainage was performed. The outcome of the adverse event was that the patient was fully recovered. It was not reported extended hospitalization was required. A thermocool® smarttouch® sf catheter was used. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. The event occurred after ablation completed. Therefore, a 3. Gender has been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)